Manufacturer narrative:
Analysis could not be performed due to the unavailability of the device. A philips field service engineer (fse) visited the customer site to investigate the issue. During the visit, the device in question could not be located. A thorough search was conducted, including inspection of storage cupboards, and all available device serial numbers were verified. Additionally, the individual who originally reported the issue was not present on site at the time of the investigation, limiting further information gathering. The product malfunction was unable to be confirmed because the device could not be found. A review of the service history indicates that no similar issues have been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site; however, the device was unable to be located. A search of storage cupboard was performed, and all device serial numbers were checked. The person who reported the issue was not on site this day. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer needs assistance to view data to see if the device did not alarm or the alarm was missed by staff. The device was reported to be in use on a patient. No adverse event to the patient or user was reported. The customer requested an onsite visit by an engineer to investigate the data from the monitor and possibly the central station to see if the device was faulty.